Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue calibrating the touchscreen. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort response received from the customer on 21feb2024, it was stated that the customer was able to duplicate the touchscreen issue and attempted to calibrate the touchscreen multiple times, but the touchscreen would not calibrate successfully. Multiple good faith efforts (gfe) were attempted by the remote service engineer to obtain confirmation of the device information at the customer site so that remote service could proceed. No response or further information was received from the customer, so the rse was unable to complete remote service for the customer. Due to the customer not responding, the rse closed the case without further service being completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.